Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with bleeding lcd. Review of the device data log could not find reported problem in history. Functional testing included event log review and use testing. Use testing included simulated use of the device. The pump was powered on but no problems were found with double beeping. The reported problem could not be verified. Service replaced the downstream occlusion sensor as a precaution. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump kept beeping. There are no known adverse effects.